Manufacturer narrative:
The returned ipg (sc-1110 sn (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The probable cause selected is no problem detected.

Event description:
It was reported that the patient would have to charge the ipg multiple times a day. It was also reported that the physician noticed a corrosion on the battery. The patient underwent a battery replacement procedure. The ipg will be returned for analysis.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2017.

Event description:
It was reported that the patient would have to charge the ipg multiple times a day. It was also reported that the physician noticed a corrosion on the battery. The patient underwent a battery replacement procedure. The ipg will be returned for analysis.